Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). His pcu is v9.19. I don't think they are supposed to be at this version. I will check to see what version they are supposed to be and request appropriate disc. I will reach out to him to help with the downgrade of the pcu.

Event description:
(B)(4) error from pcu. Logic board- software incompatible. There was no patient involvement. Problem description: (B)(6) 2018. 09:05:53. (B)(6). Cad file (B)(4). Requested new poc s/w for him. Problem description (B)(6) 2018. 12:27:48. (B)(6). His pcu is v9.19. I don't think they are supposed to be at this version. I will check to see what version they are supposed to be and request appropriate disc. I will reach out to him to help with the downgrade of the pcu.